Event description:
Caller reported that the cartridge was not fitting properly onto the pump, and despite several attempts to reload, it could not be successfully loaded. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pump, and since the issue persisted, a replacement pump was sent. The customer was informed about using a backup insulin delivery method, acknowledged the instructions for the new pump, and was advised to return the faulty pump to the company.